Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
A red alert was issued on the latitude website regarding a subcutaneous implantable cardioverter defibrillator (s-ICD) device that delivered an inappropriate shock. The physician reported a single shock occurrence while the patient was asleep. There was a subsequent request for device data analysis review. A technical service (ts) consultant examined the device data and suggested that the inappropriate shock may have been caused by noise being over-sensed. Ts advised that shock impedances are gradually increasing, @122 ohms. Previous shock impedance, since implant, were 88 ohms to 96 ohms. The ts consultant recommended in clinic additional testing, x-ray imaging and provided programming alternatives. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.

Event description:
A red alert was issued on the latitude website regarding this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device, that delivered an inappropriate shock. The physician reported a single shock occurrence while the patient was asleep. There was a subsequent request for device data analysis review. A technical service (ts) consultant examined the device data and suggested that the inappropriate shock may have been caused by noise being over-sensed. Ts advised that shock impedances are gradually increasing, @122 ohms. Previous shock impedance, since implant, were 88 ohms to 96 ohms. The ts consultant recommended in clinic additional testing, x-ray imaging and provided programming alternatives. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service. New information was received that this electrode is exhibiting over-sensing of noise, indicating a suspected fracture of this electrode. This electrode has a history of over-sensed noise. In september 2024, sense b was suspected on primary vector, and it was reprogrammed to the secondary vector. Recently the same oversensing of noise /artefacts is seen and the physician suspects a lead damage /fracture. At this time the electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
A red alert was issued on the latitude website regarding this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device, that delivered an inappropriate shock. The physician reported a single shock occurrence while the patient was asleep. There was a subsequent request for device data analysis review. A technical service (ts) consultant examined the device data and suggested that the inappropriate shock may have been caused by noise being over-sensed. Ts advised that shock impedances are gradually increasing, @122 ohms. Previous shock impedance, since implant, were 88 ohms to 96 ohms. The ts consultant recommended in clinic additional testing, x-ray imaging and provided programming alternatives. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service. New information was received that this electrode is exhibiting over-sensing of noise, indicating a suspected fracture of this electrode. This electrode has a history of over-sensed noise. In (B)(6) 2024, sense b was suspected on primary vector, and it was reprogrammed to the secondary vector. Recently the same oversensing of noise /artefacts is seen and the physician suspects a lead damage /fracture. At this time the electrode remains implanted. No adverse patient effects were reported. New information was received indicating that this electrode and its s-ICD device were explanted. Both products are expected to be returned. A new electrode and device were implanted. Besides surgical intervention, no adverse patient effects were reported.